Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned device. The main board and expulsor were both replaced as preventive measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during bench testing of this smiths medical cadd solis hpca pump exhibited beeped during reboot cycle after the battery fallout test was done for 2 minutes. It was reported that after 2 days, the pump booted up fine, but eventually went back to the same battery fallout test alarm status. It was also reported that the pump delivery accuracy test result was also out of range. No patient involvement.